Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04993 it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 21mm watchman ® laa closure device & delivery system (wds) was advanced. The was in the appendage while the wds was advanced. As the wds was advanced the was jumped into the anterior of the appendage. An angiogram was performed and the contrast streamed into the pericardial space. A pericardiocentesis was performed. 450cc of blood was extracted from the pericardium and the patient stabilized. The procedure was completed with the same wds and was. After the implant an additional 150cc of blood was extracted from the pericardium. The patient was taken from the catheterization lab with the pericardial drain in place and a transesophageal echocardiography (tee) was performed 2 hours post procedure which showed nominal residual effusion. The patient went home without further intervention.